Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that performing usual deployment techniques, the device did not open at the distal and middle part. The healthcare provider (hcp) resheathed 2 times the device to turn over the ptfe sleeves, however it did not open so when the hcp resheathed at the third time, the hcp observed that the distal part of the braid was broken. Hcp decided to retry the system. The pipeline was not positioned in a bend. The pipeline was not stuck in the capture coil. Less than 50% of the pipeline had been deployed when it failed to open. The pipeline resheathed more than 2 times.  There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed from the patient with the microcatheter. The pipeline was used for an approved indication. The device and any accessories were prepared as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, unruptured big left paraclinoid aneurysm with a max diameter of 12mm and a 6mm neck diameter. The landing zone was 4.2mm distally and 4.4mm proximally. It was noted the patient's vessel tortuosity was moderate. Dapt (dual antiplatelet treatment) was administered. Angiographic result post procedure showed good outcome. Ancillary devices include a sofia 6 fr. Guide catheter, phenom27 microcatheter.